Manufacturer narrative:
Investigation of returned suspect door switch confirmed the reported problem. Functional testing finds switch clicks as if it's actuated, but state doesn't reliably shift open/close. The reported issue was confirmed to be caused by an electrical fault with the switch.

Manufacturer narrative:
Onsite investigation discovered that one of the imaging system's door switches had malfunctioned. Replacement of the door switch and preforming rotor offset calibration resolved the issue. No further issues were reported. Replaced door switch was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's pendant had a 'door open" message on it when the door was physically closed on the system. There was no patient present when this issue was identified.